Event description:
Related manufacturing reference number: 2017865-2023-01156, related manufacturing reference number: 2017865-2023-01157. It was reported that the patient presented with phrenic nerve stimulation. An x-ray was performed and found the right ventricular, right atrial and left ventricular leads had all dislodged. Both ventricular leads were explanted and replaced. The right atrial lead was repositioned on (B)(6) 2022. The patient was in stable condition.